Event description:
Vessel sealer davinci instrument locked up and would not work while inside pt [patient]. Once unlocked, system prompted us to take out instrument and re-insert. Once re-inserted, system said "self test failed." New instrument opened and worked properly. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter) talked to [redacted] and she informed me to have it sent in for inspection.